Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging dry mouth and short of breath. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation in secondary findings the manufacturer observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 6428 machine hours were logged and care orchestrator data was unavailable. Fine white powder was observed throughout the air path. The manufacturer concludes that product investigation laboratory is unable to address the symptoms described, can confirm the presence of contamination in the airpath and was unable to confirm complaints regarding pressure.